Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that she has not used the pump and is trying to put in a battery but it is giving her a battery out limit and also wants to rewind her pump. The customer insulin pump alarm at the time of call and assisted with clearing the alarm. The customer was assisted with reprogramming time/date and checked basal rates for accuracy. The customer was explained that this is normal pump behavior and advised to monitor. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was using humalog to treat with manual injections. The customer checked her blood glucose she was at 318 mg/dl and bolus to cover her blood glucose.